Event description:
The lead was partiall explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. A portion of the distal electrode remains in the subclavian. Explant method: intravascular, superior techinique/tools: direct traction with locking stylet no complications.